Event description:
At about 5 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the femoral component and insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07-oct-2024: lot 2312312: (B)(4) items manufactured and released on 13-sep-2023. Expiration date: 2028-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 07-oct-2024: gmk-sphere 02.12.e0612fr tibial insert fixed sphere flex #6/12 mm r e-cross (k202022) lot 2002537: (B)(4) items manufactured and released on 20-jul-2020. Expiration date: 2025-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.